Manufacturer narrative:
(B)(4). The product was returned for examination. At the time of the issue, there was a windows 7 system upgrade being performed which most likely caused a disturbance of the system at the time and reverted to the standard label. From the investigation, it can be seen that the issue could most likely be replicated, however, the operator would not have the authorized access through the system to select the incorrect label. Complaint history review identified an issue which is being addressed in hhed (B)(4). Review of device history records found these units were released to distribution with no deviations or anomalies. Completion of investigation relayed to initial reporter via phone. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Product was received on (B)(6) 2016 with the label missing product size.